Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No instances of malfunction alerts were found in the currently available engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on (B)(6) 2024. The high cgm glucose alert was turned off on (B)(6) 2024 and was not reenabled through the end of current logs. Body weight was not changed after initial setup on (B)(6) 2024. A dexcom g6 sensor session was last started on (B)(6) 2024 before end of logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. An extensive review of the ilet report is not possible as there is no data available for the reported event date. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, an extensive review of the event cannot be performed to determine all contributing factors. Based on the case notes, it is likely that the assignable cause of the event was due to a failed infusion site as evidenced by report of the kinked cannula when removed from the user's body at the ER. Additionally, the device volume and high glucose alert being turned "off" prior to the reported event may have limited the user's ability to be notified of and respond to hyperglycemia appropriately and in a timely manner.

Event description:
On (B)(6) 2024 an ilet user's father reported the user experienced a high blood glucose (bg) event. The event occurred on (B)(6) 2024. The father reported the user ate breakfast and their bg levels rose and never came down. The user has tried delivering multiple meal announcements to bring down their bg levels down. The user has also been vomiting. The user self-administered 10 units of humalog. The user was taken and admitted to the emergency room. The user placed a new infusion set the previous day, and once it was removed at the hospital the cannula was kinked. The user is using the convatec inset (23", 6mm) teflon infusion set. The user's exact bg level was not known but was over 400 mg/dl. It is unknown what treatment, if any, the user received at the ER.